Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/13/2014 with the following findings: the battery cap and cartridge cap were not returned with the pump for investigation; test caps were used to complete investigation. A review of the black box showed call service 078 alarms had occurred on (B)(6) 2014. The pump successfully completed a rewind, load, and prime sequence and a 24 hour exercise test with no errors, alarms, or warnings occurring. The complaint could not be duplicated on investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow up #1 submitted 11/6/2014. Animas received additional information on (B)(6) 2014 associated with this complaint. The patient allegedly experienced elevated blood glucose of 25 mmol/l with ketones while on a back-up plan of manual injections for insulin delivery. The patient reportedly treated the hyperglycemia with several insulin injections.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.